Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine; further described as ¿don¿t seem to have as much iodine as they used to¿. This was observed before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information:g1. Correction to the previously submitted manufacturing location of baxter healthcare - cuernavaca to baxter healthcare corporation. The device was manufactured at one of the two manufacturing facilities: baxter healthcare - cleveland; 911 highway 61 north, po box 1058, cleveland, ms. 38732, united states, or baxter healthcare - cuernavaca; ave. De los 50 metros no. 2, cuernavaca, 62578, mexico. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.